Manufacturer narrative:
(B)(4).

Event description:
A patient reported that she went to her healthcare provider on (B)(6) 2015 to have the implantable neurostimulator (ins) turned up, and the healthcare provider did a reading and it showed the impedance was 20000 ohms when it should be under 800 ohms. The patient asked what that meant and if it was dangerous. No symptoms were reported and she had an appointment scheduled with her healthcare provider for the morning of (B)(6) 2015. On (B)(6) 2015, she was trying to coordinate with a healthcare provider to have an esophagogastroduodenoscopy (egc) test and one of her doctors would not see her until one was done. No product information, potential event cause, troubleshooting, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.